Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 05-aug-2016. The incident sample will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the system detected a sponge but no sponge was present. No patient injury was reported.